Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test verify any alarm anomalies due to blank display. Insulin pump was received with cracked case behind the insulin pump near the battery compartment and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed and had crack. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.